Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic extralevator abdomino perineal resection, when retracting the bowels, the hinge plastic cover near the item's wrist- broke and fell into patient's cavity. It was found after the surgery was done and surgeon saw the broken pieces in the patient cavity and removed with a grasper. The surgical time was extended for 45 minutes because the had to do a physical sweep of the patient cavity to ensure no other loose broken pieces was left inside before closing up. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two photographs of and one physical returned device. Clevis fixture was broken on both sides of the device. A dent on the distal end of the shaft was observed. Shaft of device was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because the instrument is being forced beyond indicated use, where excessive stress is applied over the device, resulting in damage to the shaft and clevis of the device. The plastic clevis was broken on both sides, this breakage was consistent with a unit that was subjected to the use of excessive force during a procedure. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.